Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, malfunction, tubing leakage.

Manufacturer narrative:
A titan one touch release pump and two cylinders were received for evaluation. The inlet tube and connector were detached to allow testing. Examination and testing of the returned components revealed a separation in one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Microscopic examination also noted the presence of surface abrasion on the other pump exhaust tubing and inlet tubing. Testing revealed no abnormalities with either cylinder or detached inlet tubing with connector. Based on examination of the returned product, it was concluded that the abrasion marks noted on one exhaust tube and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then most likely caused the other exhaust tube to be kinked onto itself. This positioning then resulted in a separation on the kinked exhaust tube. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Quality was unsuccessful in securing the explanted prosthesis for evaluation. Without the benefit of analyzing the explant, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 4241667. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.